Event description:
The customer reported that air entered the tubing line from the sample blood bag during the run. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.